Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had clotted. The following information was provided by the initial reporter: "-it is reported laboratory has witnessed microclotting in several samples. Customer called in to report micro clotting that was flagged by sysmex machine for platelet clumping. 30 specimens in total were flagged, no specific date, specimens were flagged therefore no tests were run. Pt's were redrawn and specimens were fine but lot number used in redraw is unknown. Customer would like replacement product sent. Samples are available. Customer is unsure of receiving pickup and credit for the 5 cases she still has in inventory. She really wants to know if this issue has been reported. Essentially she wants to cover all her bases in figuring out if the issue of micro clotting was a tube issue or human error in the drawing process. Customer does not know if the issue is isolated to this lot#. They are a large facility that runs many samples. They are getting platelet clumping flags on the sysmex and she did not know if the platelet clumps were verified on slides. Patients were redrawn in the same size tube and results were fine but she did nt know if these tubes were from the same lot# as the original draws. They do run other size tubes in lab and have had no issues with those being flagged.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A recent clinical study (within the same manufacturing time frame) has not confirmed this reported issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. A review of specimen handling parameters should be done for this tube type. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had clotted. The following information was provided by the initial reporter: "it is reported laboratory has witnessed micro clotting in several samples. Customer called in to report micro clotting that was flagged by sysmex machine for platelet clumping. 30 specimens in total were flagged, no specific date, specimens were flagged therefore no tests were run. Pt's were redrawn and specimens were fine but lot number used in redraw is unknown. Customer would like replacement product sent. Samples are available. Customer is unsure of receiving pickup and credit for the 5 cases she still has in inventory. She really wants to know if this issue has been reported. Essentially she wants to cover all her bases in figuring out if the issue of micro clotting was a tube issue or human error in the drawing process. Customer does not know if the issue is isolated to this lot#. They are a large facility that runs many samples. They are getting platelet clumping flags on the sysmex and she did not know if the platelet clumps were verified on slides. Patients were redrawn in the same size tube and results were fine but she didn't know if these tubes were from the same lot# as the original draws. They do run other size tubes in lab and have had no issues with those being flagged.¿